Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing the mesh sticking in and inability to walk. The mesh remains implanted, but was trimmed on an unknown date. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/3/2019.